Event description:
It was reported that the autopulse platform does two compressions and powers off. Customer does not know age of batteries to see if that could be the cause.no adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll circulation on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation of the returned product has been completed and results are as follows: the complaint was not verified during testing as the platform was ran with a half depleted battery for 14 minutes before getting a low battery warning and the platform did not power off. The platform was tested using the test batteries and it worked as expected. The platform passed final test. Based on the evaluation results, a definitive root cause for customer's reported complaint could not be determined.